Manufacturer narrative:
Device labeling single use or reuse.

Event description:
An optometrist called to report a patient came to office with a central corneal ulcer in the left eye. The patient presented with pain, redness and photophobia. The patient had not previously been seen in that practice. The patient reported having just spent 3 days in anothe country on business. While there, the patient experienced pain in the left eye and saw a local eye doctor. The patient was prescribed a combination antibiotic and was instructed to use the medication qid. The patient reported the left eye felt better while wearing a contact lens and wore a lens in the left eye on the flight back to the us and was wearing the lens when examined in the optometrist's office. The reporting optometrist said the medication dispensed in contained dexamethasone, but the name of the antibiotic agent was not recognized. The optometrist removed the lens and observed the corneal ulcer was about 5 mm high and 4 mm wide and extended from the inferior, mid-peripheral cornea at about 6 o'clock into the central cornea. The patient had cells in the anterior chamber. The optometrist believed this to be an infections ulcer. The patient was referred to a corneal specialist. The optometrist said the treating ophthalmologist cultured the cornea, but no microorganisms were identified. The ulcer was treated with a fourth generation fluoroquinolone. The ulcer has resolved, but the patient has a residual central corneal scar. The optometrist has no additional information.